Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 12/02/2015 with the following findings: the black box shows no evidence of time/date reset. ¿ez-prime¿ steps were performed correctly, no eaw occurred during the investigation. The pump was able to maintain time/date settings after 12 hour of power on reset. Investigators were unable to duplicate ¿time/date reset¿ complaint, the product performs within specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.